Event description:
Additional information was received from the physician noting the cause of the wound dehiscence was patient manipulation. The physician also confirmed that surgical intervention to clean and treat the dehiscence wound did occur as planned. The surgeon noted that the device appeared "salvageable thus far - cultures negative". Regarding the neck abscess, the physician clarified that the patient's mother was concerned about irritation in the area, therefore the region was washed out and closed. No other relevant information has been received to date.

Event description:
It was reported by the patient & mother that the patient has developed an abscess in his neck following a battery replacement procedure. The patient was provided antibiotics by the surgeon. Additional information was received noting the patient developed a hole over his vns on 10/3 that doubled in size the next day. The hole was oozing clear fluid and the device could be seen through the hole. The patient was taken to a local emergency room, who consulted with the facility where the patient had his battery replaced, and instructed him to go home, keep the wound covered, and continue his antibiotics. After following up with the surgeon, it was determined the patient would be sedated so the wound could be opened, cleaned, treated with antibiotics, and closed. The patient will also be admitted to the hospital for a few days and given antibiotics. At that point, it will be determined if the device is salvageable or not. Additional information was received that nothing grew on the patients culture, and he was sent home with oral antibiotics. The wounds were both flushed out and stitched. Additional information was received that the patient pulled out his stitches and per the mother, it has possibly become re-infected. The patient will undergo an additional procedure to re-open and clean the wound. The device history records were reviewed and the suspect device was confirmed to have been hp sterilized prior to distribution into the field. The device passed all specifications. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or ;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device.